Manufacturer narrative:
Customer service emailed the customer instructions for cleaning the breast pump components and accessories. Customer service recommended that the customer follow her doctor's recommendation to clean all parts. On (B)(6) 2017 a medela clinician followed up with the customer, at which time she confirmed that her physician diagnosed her with a yeast infection and she was prescribed diflucan. She stated that she no longer has a yeast infection and the issue is resolved. The incidence of fungal infections has increased dramatically in the past decade probably due to the widespread use of antibiotics, which obliterate the normal flora commonly credited with keeping fungal growth under control. Milk is an excellent culture medium for the fungi that thrive on carbohydrates. An infant may acquire the fungus during vaginal birth, becoming colonized and inoculating the breast during breastfeeding. Breastfeeding: a guide for the medical profession¿ 4th edition. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer emailed to customer service that she found out that she had a yeast infection and was told by a lactation consultant to sanitize her freestyle breast pump once every 24 hours. She stated that when she read the instructions for the pump, it said to only clean the tubing if there was milk in it. Because she didn't see any milk in the tubing, she questions whether or not she should clean the tubing.